Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there were blood clots found at the diathermy area causing the unit to spark. Per user facility, the spark resulted in short circuit system. After visual inspection of the device, they noticed some blood stains in the device itself despite it being rinsed. No known impact or consequence to patient. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 3, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d10: (device availability - added date returned to manufacturer). G4: (date received by manufacturer). G7: (indication that this is a follow-up report). H2: (follow-up due to additional information) . H3: (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4: (additional device information - added expiration date). G4: (date received by manufacturer). G7: (indication that this is a follow-up report). H2: (follow-up due to additional information and device evaluation). H3: (device evaluated by manufacturer). H6: (identification of evaluation codes 10, 11, 3331, 3259, 4315). Method code#1: 10 - testing of actual/suspected device. Method code#2: 11 - testing of device from same lot/batch retained by manufacturer. Method code#3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4315 - cause not established. The affected sample was inspected and confirmed to have burn marks and a crack in the v-cutter. A representative retention sample was reviewed and electrically tested with no anomalies and all electrical tests within specification. The v-cutter on the retention sample was fully intact. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on review of past complaints, the cracked/fractured distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.